Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During a 2d ablation procedure, a leak was noted at the proximal end of the introducer. Another introducer was used to complete the procedure with no consequences to the patient.